Event description:
Based on additional information received on 11-dec- 2017, this case initially considered non-serious was upgraded to serious as the previously reported events of aspiration on the knee/ stroke was aspirated and edema on the knee/ swollen knee were considered serious with seriousness criteria as required intervention for both and a serious event of intense pain/ pain with seriousness criteria as required intervention was added. This unsolicited case from (B)(6) was received on 07- dec-2017 from the medical doctor. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after 2 days, the patient experienced edema on the knee/swollen knee, aspiration on the knee/ stroke was aspirated and intense pain/pain. No relevant concomitant medications were reported. It was not the first time the patient made use of the medication and the patient did not present prior reaction to the product. The patient's medical history included osteoarthrosis on the right knee (that, currently, had been without inflammatory clinical condition). On an unknown date, the patient received treatment with intra-articular synvisc one (dose, frequency: unknown) for osteoarthrosis on the right knee. The injection was applied with all techniques and asepsis care. On an unknown date, after 2 days, the patient experienced edema on the knee with clinical condition of stroke and intense pain. As corrective treatment, the reporter performed an aspiration on the knee (stroke was aspirated) and it was characterized by a yellow citrine liquid; then, betamethasone was infiltrated and there was an improvement in clinical condition. It was reported that after 2 days, the patient returned to experience pain and as corrective treatment, started the use of dexamethasone 20mg, twice per day, via oral route of administration. Patient had been better from the pain clinical condition, but the knee had been still swollen after 15 days of evolution. It was reported that the patient had been still under use of corrective treatment with corticoids. Also reported that secretion was sent for cultivation and the result was negative after 48 hours of incubation. Action taken: unknown corrective treatment: aspiration on the knee, betamethasone, dexamethasone for edema on the knee/ swollen knee; dexamethasone and betamethasone for aspiration on the knee/ stroke was aspirated and intense pain/ pain. Outcome: unknown for aspiration on the knee/ stroke was aspirated; not recovered for edema on the knee/ swollen knee; recovering for intense pain/ pain. Seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 50868 and results were pending for the same. The patient's physician was aware of this case. No additional data was provided. This suspected adverse reaction report was submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error was in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party had contributed to or was to be held liable for the occurrence of this medication error. Additional information was received on 11-dec-2017 from the medical doctor. This case initially considered nonserious was upgraded to serious as the previously reported events of aspiration on the knee/ stroke was aspirated and edema on the knee/ swollen knee were considered serious with seriousness criteria as required intervention for both and a serious event of intense pain/ pain with seriousness criteria as required intervention was added with details. The patient's medical history was added. The event term was updated from "edema on the knee" to "edema on the knee/ swollen knee", and from "aspiration on the knee" to "aspiration on the knee/ stroke was aspirated". The treatment for edema on the knee/ swollen knee and aspiration on the knee/ stroke was aspirated was added. The outcome of the event of edema on the knee/ swollen knee was updated from unknown to not recovered. Indication of synvisc one was updated from knee inflammation to osteoarthrosis on the right knee. Clinical course updated and text was amended accordingly.

Event description:
Based on additional information received on 11-dec- 2017, this case initially considered non-serious was upgraded to serious as the previously reported events of aspiration on the knee/ stroke was aspirated and edema on the knee/ swollen knee were considered serious with seriousness criteria as required intervention for both and a serious event of intense pain/ pain with seriousness criteria as required intervention was added. This unsolicited case from (B)(6) was received on 07- dec-2017 from the medical doctor. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after 2 days, the patient experienced edema on the knee/swollen knee, aspiration on the knee/ stroke was aspirated and intense pain/pain. No relevant concomitant medications were reported. It was not the first time the patient made use of the medication and the patient did not present prior reaction to the product. The patient's medical history included osteoarthrosis on the right knee (that, currently, had been without inflammatory clinical condition). On an unknown date, the patient received treatment with intra-articular synvisc one (dose, frequency: unknown) for osteoarthrosis on the right knee. The injection was applied with all techniques and asepsis care. On an unknown date, after 2 days, the patient experienced edema on the knee with clinical condition of stroke and intense pain. As corrective treatment, the reporter performed an aspiration on the knee (stroke was aspirated) and it was characterized by a yellow citrine liquid; then, betamethasone was infiltrated and there was an improvement in clinical condition. It was reported that after 2 days, the patient returned to experience pain and as corrective treatment, started the use of dexamethasone 20mg, twice per day, via oral route of administration. Patient had been better from the pain clinical condition, but the knee had been still swollen after 15 days of evolution. It was reported that the patient had been still under use of corrective treatment with corticoids. Also reported that secretion was sent for cultivation and the result was negative after 48 hours of incubation. Action taken: unknown corrective treatment: aspiration on the knee, betamethasone, dexamethasone for edema on the knee/ swollen knee; dexamethasone and betamethasone for aspiration on the knee/ stroke was aspirated and intense pain/ pain. Outcome: unknown for aspiration on the knee/ stroke was aspirated; not recovered for edema on the knee/ swollen knee; recovering for intense pain/ pain. Seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The patient's physician was aware of this case. No additional data was provided. This suspected adverse reaction report was submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error was in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party had contributed to or was to be held liable for the occurrence of this medication error. Additional information was received on 11-dec-2017 from the medical doctor. This case initially considered nonserious was upgraded to serious as the previously reported events of aspiration on the knee/ stroke was aspirated and edema on the knee/ swollen knee were considered serious with seriousness criteria as required intervention for both and a serious event of intense pain/ pain with seriousness criteria as required intervention was added with details. The patient's medical history was added. The event term was updated from "edema on the knee" to "edema on the knee/ swollen knee", and from "aspiration on the knee" to "aspiration on the knee/ stroke was aspirated". The treatment for edema on the knee/ swollen knee and aspiration on the knee/ stroke was aspirated was added. The outcome of the event of edema on the knee/ swollen knee was updated from unknown to not recovered. Indication of synvisc one was updated from knee inflammation to osteoarthrosis on the right knee. Clinical course updated and text was amended accordingly. Additional information was received on 26-jan-2018. Ptc results were added. Clinical course updated. Text was amended accordingly